Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4), 2.stockert 70 system, model #: m-5463-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter and suffered a third degree atrioventricular heart block which required a pacemaker. The patient's medical history is unknown. A complete map of the right atrium was not performed. During ablation of the avnrt, a complete heart block was discovered and confirmed with EKG. The patient received a dual chamber pacemaker. There is no information about the hospitalization. The patient was reported to be in stable condition. The physician's opinion regarding the cause of this adverse event was the patient's unusual anatomy.